Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as the customer has provided information to receive a bio-kit with return instructions from edwards. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 9 years, ten months due to stenosis. Patient presented with heart failure, chest pain, and shortness of breath. The explanted valve was replaced with a 23mm 11500a valve. Per received response, the pathology report and device will not be sent to edwards.

Manufacturer narrative:
H11: additional manufacturer narrative: the DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. Irvine wo (B)(4). Engineering evaluation summary: stenosis which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient related contributing factors. Per technical summary 33069 rev a structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes including calcification noncalcific degeneration dehiscence cusp thickening or fibrosis or a combination of these. Such failure modes occurring singularly or concomitantly may contribute to stenosis or regurgitation. Alternatively nonstructural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per doc-0101337 rev p section 6.3.7 devices implanted 5 years or greater with calcification dehiscence leaflet tears thickened leaflet pannus or structural valve deterioration (stenosis regurgitation) reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4) rev p and (B)(4), rev o, a CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. The most likely cause is patient factors, including hyperlipidemia, diabetes mellitus and coronary artery disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as device return requests are still being sent during this investigation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 9 years, ten months due to unknown reasons. The explanted valve was replaced with a 23mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.